Event description:
It was reported patient had a revision of left hip due to pain. Doctor removed cup, head, liner and bone screw.

Manufacturer narrative:
The catalog number is unknown at this time. Device description reported as unknown 54mm cup. Additionally, an unknown head, liner and bone screw were reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding pain involving a 54mm cup was reported. The event was not confirmed. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the provided incomplete operative report provided. Conclusions: the exact cause of the reported pain could not be determined because insufficient medical information was provided and no device was returned. A review of the provided records by a clinical consultant was deemed insufficient for a medical review. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported patient had a revision of left hip due to pain. Doctor removed cup, head, liner and bone screw.